Event description:
Surgeon reported potential failure of implant between 12 and 18 month imaging.

Manufacturer narrative:
Surgeon described that cervical screw and plate device adequately provided support for fusion. Between 12 and 18 month post op imaging, physician noted deformation of anterior screws. Upon review of imaging and all other relevent records, investigation team was unable to determine the cause of this incident.